Event description:
It was reported while using bd alaris smartsite w/manifold gravity & ext set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: customer reported the tubing does not prime due to valve being placed on backwards. Was there any patient involvement? Na if yes, what is the patient outcome? Na is there any adverse event/serious injury? Na.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 07-aug-2023 investigation summary a complaint of sample being unable to be primed due to a backcheck valve being misassembled was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint of misassembly was confirmed. The backcheck valve was assembled so that the red side was towards the drip chamber. A device history record review for model 42511e lot number 22119415 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A review of the assembly process was performed, and it was found that the root cause of this defect is due to assembler not using the orientation fixture.

Event description:
It was reported while using bd alaris smartsite w/manifold gravity & ext set there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: customer reported the tubing does not prime due to valve being placed on backwards. Was there any patient involvement? Na. If yes, what is the patient outcome? Na. Is there any adverse event/serious injury? Na.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.